Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was not booting up. The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) a/c power issues has been completed. Console was returned for investigation but console was not able to get through boot up as it would immediately get caught in a loop and keep restarting in perpetuity, and additionally, the console would only boot up on ac power. Logs were unavailable and log analysis was unable to be performed for this console. The flash cards were replaced with known-goods and the console was able to boot up as expected, but battery power was shown to be 0%. Battery test was performed and both batteries were shown to be depleted. The batteries were replaced with known-good batteries and the malfunction was resolved. One of the causes of the aic's inability to boot up was depleted batteries but the lack of available logs could not determine what caused the batteries to become depleted. One of the causes of the aic's inability to boot up was corrupt compact flash cards but the lack of available logs could not determine what caused the flash cards to become corrupt. Corrections to the initial MFR report: d2 corrected common device name.